Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the contact was not sure how the touch screen became cracked. The customer's blood glucose level was not impacted. The contact confirmed that the customer would continue to use the pump for insulin therapy.